Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal & throat kitted swab. Repeat testing was performed and generated a negative result with abbott panbio covid-19 ag test. Pcr confirmation testing (platform unknown) generated a negative result before 5 days of ID now covid-19 test ((B)(6) 2020). The customer stated the patient was not symptomatic and fully vaccinated . The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m138457 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: m138457 test base part number 190-430 / lot m138457 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m138457 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.